Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she went to the doctor today and the transmitter was not working. The customer had 2 chargers that had red lights. The customer's blood glucose during time of incident was 125 mg/dl. The customer stated that she also had a low reading of 30 mg/dl and a high of 308 mg/dl.